Event description:
The field engineer reported that the system locked-up during a case and then the customer could not reboot the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.